Manufacturer narrative:
The system was serviced in the field. The system was stuck on dvd boot and the button had to be depressed. The dvd power module was partially unplugged and was causing the problem. The system bios settings were also verified. The system passed all tests and was performing as intended. Codes 10, 114 and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had issues fully booting into the mobile viewing station (mvs) software ad that the dvd drive did not respond when the open/close button was pressed. There was no patient present.